Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was doing yard work and felt a pop in his abdomen. The balloon broke where the balloon connects to the hub and presented with recurring incontinence due to a leak in the balloon. The device was removed and replaced. No further patient complications were reported.